Event description:
The customer contacted abbott and requested the decontamination procedure for the axsym bulk mup tubing, as the customer obtained failed calibrations for the axsym rubella igg assay. The customer reported the axsym generated error code 1048 (calibration check failure, cal a/b, ratio too large) using a new reagent. The customer's axsym maintenance history was reviewed and the customer was advised to replace and calibrate both instrument probes, calibrate the meia optics and decontaminate the bulk mup line. Additionally, the customer was sent a new lot of calibrator for troubleshooting. The customer reported successful calibration by centrifugation of the calibrator. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.